Manufacturer narrative:
According to engineering review, this case is not reportable because this machine had flow control valves that would not shut off the flow completely, therefore the system checkout would not pass.

Manufacturer narrative:
Ge healthcare is waiting for a service representative's checkout results. A follow-up report will be submitted when this information is available.

Event description:
The hospital reported that electronic circuitry is not controlling as normal, and pneumatic flow is not running stable in this unit. There was no reported patient involvement.